Event description:
It was reported that the stent partially deployed. A 5x40x130mm innova stent was selected for use for a stenting procedure in the superficial femoral artery. The target lesion was 50-60% stenosed, 50-60% calcified, and had 50% tortuosity. The lesion was pre-dilated with a 4mm bsc balloon, and the innova was then advanced to the lesion using a contralateral approach. The physician then attempted to deploy the stent. After the stent was one third deployed, the stent could not be released and the thumbwheel on the deployment system would not turn easily. The partially opened stent was withdrawn into the 6f introducer sheath and was removed from the patient within the sheath. There were no patient complications. The procedure was completed with another innova stent. It was further reported that the bifurcation of the vessel was very steep, and there was more calcium in the vessel than previously reported. The stenosis was not pre-dilated. The physician stated that the event occurred due to the patient's anatomy, as the thumbwheel was slightly stiff likely due to the calcium in the vessel. The physician was uncertain about the stent deploying successfully, so the entire stent system was removed and the stent was pulled back into the sheath.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system with an introducer sheath and 0.014 guidewire. Visual examination of the returned device revealed the stent appeared to be possibly deployed and the stent was missing. The pull rack was extended 11.6cm from the handle and the arrow was not visible on the pull rack. The guidewire was stuck in the device, extending 38.6cm past the tip, and 88.5cm past the pull rack. The thumbwheel did not rotate and the pull rack was locked so it could not be moved. There were multiple small kinks on the outer sheath, middle sheath, and proximal inner sheath. There was buckling to the inner liner at the proximal end of the tip. Microscopic examination revealed that the tip was damaged. Additional analysis revealed the proximal inner of the handle had prolapsed. Inspection of the remainder of the device presented no other damages or irregularities. The introducer sheath was cut open to confirm that the stent is not stuck inside.

Event description:
It was reported that the stent partially deployed. A 5x40x130mm innova stent was selected for use for a stenting procedure in the superficial femoral artery. The target lesion was 50-60% stenosed, 50-60% calcified, and had 50% tortuosity. The lesion was pre-dilated with a 4mm bsc balloon, and the innova was then advanced to the lesion using a contralateral approach. The physician then attempted to deploy the stent. After the stent was one third deployed, the stent could not be released and the thumbwheel on the deployment system would not turn easily. The partially opened stent was withdrawn into the 6f introducer sheath and was removed from the patient within the sheath. There were no patient complications. The procedure was completed with another innova stent.